Event description:
It was reported that the device broke. Please note that the broken piece was successfully removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: tip of scope broke off into the patient's pelvis probable root cause: thermal destruction of epoxy improper epoxy/curing process laser welding failure use error the reported failure mode will be monitored for future reoccurrence. The manufacture date is not known.

Event description:
It was reported that the device broke. Please note that the broken piece was successfully removed.

Manufacturer narrative:
The product has been physically received at stryker endoscopy, USA. Investigation as follows is based on product received. Alleged failure: cib sarah, surgery, broken piece at tip. Update: was the issue noticed prior, during, or after the procedure? During the procedure upon insertion of the scope into the port in the abdomen the small metal object fell into the port. It did not enter the patient's abdomen. It was successfully retrieved, and it was determined the piece was from the end of the scope. The scope and piece of metal were removed from the sterile field. A new scope was opened, and the case continued without delay. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be the weld on the keel tip failed, maintenance, or a manufacturing issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke. Please note that the broken piece was successfully removed.